Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 19 october 2015. The fse replaced the injection valve head. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to the injector valve.

Event description:
On (B)(6) 2015 a customer reported error 706 (syringe-l error) with their g8 analyzer. The customer cleaned and re-lubricated the lead screw and replaced the sample probe but the error persisted. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.